Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly and corroded motor home switch. The insulin pump has minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump returned a motor error alarm. Customer did not recall any significant events leading up to the error alarm. Customer also reported that the display of the insulin pump was blank. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).